Manufacturer narrative:
H6: f01 added based on a review of the complaint record. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information: bedside nurse reported access site bleeding occurred yesterday. Heparin was paused, manual pressure held, and bleeding resolved. Investigation summary asae / major bleed : the cause of the access site adverse event was not determined due to insufficient clinical details. Thrombocytopenia : the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was placed to support the 59 year old female in need of care escalation from the prior placed impella cp. The patient had been admitted in with scai shock stage e, cardiogenic shock, cardiomyopathy, and myocarditis. The patient was vented for respiratory needs, was on ECMO support, and inotropes and vasopressors. The day the 5.5 was placed via the axillary site there was an access site bleed at the cutdown site, which the team treated with infusion of multiple blood cells and placed a drain. The patient's ptt was noted to be 255seconds, when a norm for the ptt level is 25-35seconds for blood clotting time. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
D6b: explant day, month and year provided.